Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2007: (B)(6). (B)(6), md. Procedure: egd and biopsy. Postoperative diagnosis(es): ¿mild gastritis, otherwise normal endoscopy. No evidence of any hiatal hernia.¿ on (B)(6) 2008: (B)(6). Inpatient hospitalization. ­ on (B)(6) 2008: (B)(6), md. Operative report. Assistants: (B)(6), md. (B)(6). Procedure: laparoscopic gastric bypass and primary umbilical hernia repair. Preoperative diagnosis: morbid obesity. Postoperative diagnosis: morbid obesity, umbilical hernia. Anesthesia: general. Estimated blood loss: minimal. Specimens: not provided. Complications: not provided. ­ indications: ¿the patient is a 34-year-old female who has a history of morbid obesity, hypertension, sleep apnea and knee pain. Due to these comorbidities, she has elected to undergo a laparoscopic gastric bypass. She understands the potential risks and complications of the procedure including but not limited to bleeding, infection, injury to abdominal organs, conversion to open surgery, ulcers, strictures, blood clots, obstruction, leak and death and she has agreed to proceed.¿ ­ wound classification: not provided. ­ procedure: ¿after being properly identified as (B)(6) the patient was brought to the operating room and placed supine on the operating room table. Sequential compressive devices were placed, and general endotracheal anesthesia was administered. A foley catheter was placed under sterile conditions and subcutaneous lovenox and preoperative antibiotics were administered. A foot board was placed, and the patient was prepped and draped in the usual sterile fashion. A stab incision was made in the left upper quadrant and a veress needle was inserted into the peritoneal cavity. A saline drop test was administered and saline flowed freely and easily through the veress needle and into the abdomen. The abdomen was insufflated with carbon dioxide to a pressure of 15 mmhg. A 5-mm visiport trocar was placed along the left side just lateral to the midclavicular line at a level just superior to the umbilicus. An initial abdominal survey showed some omental adhesions to the anterior abdominal wall and what looked to be a small umbilical hernia. There were however no contraindications to proceeding. The veress needle was visualized and removed without any apparent injury secondary to its placement. A left upper quadrant 5-mm trocar was then placed under direct vision and over the next 25 minutes the omental adhesions were taken down from the anterior abdominal wall. The omentum was examined to verify hemostasis and to verify that there was no hidden bowel injury. This revealed an approximately 1.5 cm umbilical hernia which we left to close at the end of the case. The following trocars were then placed under direct vision: a 12-mm trocar approximately 20 cm from the xiphoid and just to the left of the midline, a 12-mm trocar approximately 15 cm from the xiphoid and just to the right of the midline and a right upper quadrant 5-mm port. Once these ports were placed the omentum was lifted above the transverse colon to expose the ligament of treitz. The jejunum was measured for 50 cm from the ligament of treitz and was divided at this point using a 60 mm ethicon echelon stapler with a 2.5 mm staple load. One additional firing was used to divide the small bowel mesentery. Hemostasis was obtained with the harmonic scalpel. The distal jejunum was measured for an additional 100 cm to create a roux limb. The proximal jejunum was sewn to this point using a 2-0 surgidak. The harmonic scalpel was used to create enterotomies in the proximal and distal jejunal segments and a 60 mm anastomosis was created using the ethicon echelon stapler with a 2.5 mm staple load. The new enteroenterostomy was closed using the autosuture endo gia with a 2. 5 mm staple load. The mesenteric defect was closed using a running 2-0 surgidak and the endo stitch device. The roux limb was then positioned in the left upper quadrant. Next, the omentum was divided to provide a clear path toward the stomach for final positioning of the roux limb. After this a 5-mm incision was made in the subxiphoid region and a 5-mm port was used to create a pathway for the liver retractor. Once the tract was made, the port was removed, and a medium-sized nathanson liver retractor was inserted, and the liver was elevated to expose the lesser curvature vessels and the angle of his. The bare area of the gastrohepatic ligament was located and the lesser curvature vessels were divided using the pars flaccida technique. Division was accomplished using the ethicon echelon stapler with a 2.5 mm staple load. The stomach pouch was then formed using sequential firings of the 3.8 and 3.5 mm staple loads. The stomach pouch, once divided, was completely separate from the remnant stomach and was approximately 30 ml in size. Hemostasis was obtained with clips. The roux limb was brought up to the stomach pouch anterior to both the transverse colon and the stomach remnant the roux limb was anastomosed to the gastric pouch in 2 layers: first a posterior row of running 2-0 surgidak was created between the roux limb and the posterior aspect of the stomach pouch. Using the harmonic scalpel a gastrotomy was made in the stomach pouch and an enterotomy was made in the jejunum. A 2.5-cm anastomosis was created using the ethicon echelon stapler with a 3.5-mm staple load. The endoscope was introduced into the mouth and was passed down through the gastrojejunal anastomosis and into the roux limb. The gastroenterotomy was hand sewn closed using a running 2-0 vicryl. The endoscope was used as a stent. A second anterior layer was sewn between the roux limb and the stomach pouch using a running 2-0 silk suture. The endoscope was then withdrawn to a point just distal to the gastrojejunal anastomosis and the distal roux limb was clamped. The gastrojejunal anastomosis was tested under water by insufflation with the endoscope. No air leaks were noted. The endoscope was used to assess the patency of the gaatrojejunal anastomosis, and this appeared patent with no evidence of bleeding. The endoscope was removed. The stomach pouch and the remnant stomach staple lines were re-examined to verify hemostasis. Attention was then turned to the umbilical hernia. A stab incision was made in the supraumbilical region, and the grice needle was used to pass 2 interrupted 0-vicryl sutures. A third interrupted 0-ethibond suture was also passed. These were tied down which closed the umbilical hernia. A 15-french jackson-pratt drain was then placed behind the gastrojejunal anastomosis. The nathanson liver retractor was removed under direct vision. All ports were removed, and the abdomen was desufflated. The skin edges were irrigated and approximated with 4-0 monocryl benzoin, sten-strips and sterile dressings were applied. The patient tolerated the procedure well and was extubated in the operating room she was transferred to the post-anesthesia care unit in stable condition. All sponge and needle counts were correct at the end of the case.¿ continued: please see attachment. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2024, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, adhesions, infection, fistula, bowel injury, bowel resection. Additional event specific information was not provided.